Manufacturer narrative:
(B)(4).

Event description:
The pt reported tingling and numbness down her left arm. The target area of stimulation was the pt's left side. The pt was in the emergency room, admitted to the hosp. The pt was unsure if the implantable neurostimulator was on. The pt programmer displayed the 'call your doctor' icon. Stimulation could not be adjusted; the device was in a power on reset condition. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.